Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx0924 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the line is detached from the end of the wing. No other information was provided.

Event description:
It was reported the line is detached from the end of the wing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a extension leg break is confirmed but the exact cause remains unknown. One 22 ga x 0.75in winged infusion set was returned for investigation. Dried use residue was present within the extension tubing and proximal luer hub. The y-site hub was found to be detached from the y site extension tubing and was not returned. Microscopic observation of the extension leg break surface revealed it to be uneven and granular. The break surface characteristics suggest that kinking, tensile, and torsional stress may have contributed to the extension leg break. Since a complete break was observed on the extension tubing, the complaint is confirmed. A lot history review (lhr) of recx0924 showed no other similar product complaint(s) from this lot number.